Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with multiple co-morbidities, including severe cardiomyopathy and probable triple vessel coronary disease was admitted to the hospital for enrollment in an subcutaneous implantable cardioverter defibrillator (s-ICD) research trial and s-ICD placement. After being administered anesthesia, but before initiation of the procedure, the patient developed st elevations and had a pea arrest that lasted for about 10 minutes. Ultimately a perfusing rhythm was obtained and the patient was admitted to the ICU. The next day, at 17:22, the patient was reportedly found to not be taking spontaneous breaths, nonresponsive, with wide complex tachycardia and undetectable blood pressure, while on a ventilator. A code was called and resuscitation efforts were continued for approximately 20 minutes with no cardiac activity seen at any time. The code was stopped and the patient was pronounced deceased at 17:41. The patient name was obtained by the field, but no product asset information is available as the patient was never registered in the boston scientific system since they passed away before the implant.